Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Patient denies fevers, chills, nausea, vomiting, chest pain, sob or headache. In addition patient denies vaginal bleeding, abdominal discharge or foul smells from the vagina. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: changes in menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain /loss specify which one: weight gain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular periods"), migraine ("migraine/headache") and headache ("migraine/headache"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the abdominal pain lower, menstruation irregular, dysmenorrhoea, menstrual disorder, nausea, dyspareunia, fatigue, weight increased and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, menstruation irregular, migraine, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff's fact sheet received. Events per pfs: dysmenorrhea (cramping), hormonal changes describe: changes in menstrual cycle, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain /loss specify which one: weight gain, back pain, migraine, headache were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and pregnancy with contraceptive device ('pregnant with no goodles') in a 28-year-old female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), skin breakdown and skin discolouration. Patient denies fevers, chills, nausea, vomiting, chest pain, sob or headache. In addition patient denies vaginal bleeding, abdominal discharge or foul smells from the vagina. Previously administered products included for an unreported indication: depo provera in 2008 and patch in 2008. Concurrent conditions included asthma, back injury (pain pills and therapy) and body mass index normal. Concomitant products included calcium carbonate from 2015 to 2016, codeine phosphate;paracetamol (tylenol with codeine no.3), fexofenadine from 2015 to 2017, fluticasone propionate (flovent) since 2007, naproxen (naprosyn) since 2016 and salbutamol (albuterol) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced migraine ("migraine/headache (worsening)") and headache ("migraine/headache (worsening)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"), 1 year 1 month after insertion of essure. In (B)(6) 2016, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain / look fat") and experienced parosmia ("sensitive to smell"). In 2016, the patient experienced menstrual disorder ("hormonal changes describe: changes in menstrual cycle") and abdominal pain ("abdominal pain"). In september 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain upper ("stomach hurts"), pruritus ("itchy all over"), nightmare ("a women's worst nightmare") and chest pain ("chest hurts") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the abdominal pain lower, menstruation irregular, dysmenorrhoea, menstrual disorder, nausea, dyspareunia, fatigue, weight increased, parosmia, abdominal pain upper, pruritus, nightmare, pregnancy with contraceptive device and chest pain outcome was unknown and the migraine and headache had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, chest pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, menstruation irregular, migraine, nausea, nightmare, parosmia, pelvic pain, pregnancy with contraceptive device, pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower. Batch no d01976 production date 2014-08-28, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: events: stomach hurts, itchy all over, worst nightmare, pregnant, chest pain were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a 28-year-old female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), skin breakdown and skin discolouration. Patient denies fevers, chills, nausea, vomiting, chest pain, sob or headache. In addition patient denies vaginal bleeding, abdominal discharge or foul smells from the vagina. Previously administered products included for an unreported indication: depo provera in 2008 and patch in 2008. Concurrent conditions included asthma, back injury (pain pills and therapy) and body mass index normal. Concomitant products included calcium carbonate from 2015 to 2016, codeine phosphate;paracetamol (tylenol with codeine no.3), fexofenadine from 2015 to 2017, fluticasone propionate (flovent) since 2007, naproxen (naprosyn) since 2016 and salbutamol (albuterol) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced migraine ("migraine/headache (worsening)") and headache ("migraine/headache (worsening)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"), 1 year 1 month after insertion of essure. In (B)(6) 2016, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain") and experienced parosmia ("sensitive to smell"). In 2016, the patient experienced menstrual disorder ("hormonal changes describe: changes in menstrual cycle") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the abdominal pain lower, menstruation irregular, dysmenorrhoea, menstrual disorder, nausea, dyspareunia, fatigue, weight increased and parosmia outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, menstruation irregular, migraine, nausea, parosmia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower. Batch no d01976 production date 2014-08-28 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a 28-year-old female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), skin breakdown and skin discolouration. Patient denies fevers, chills, nausea, vomiting, chest pain, sob or headache. In addition patient denies vaginal bleeding, abdominal discharge or foul smells from the vagina. Previously administered products included for an unreported indication: depo provera in 2008 and patch in 2008. Concurrent conditions included asthma, back injury (pain pills and therapy) and body mass index normal. Concomitant products included calcium carbonate from 2015 to 2016, codeine phosphate;paracetamol (tylenol with codeine no.3), fexofenadine from 2015 to 2017, fluticasone propionate (flovent) since 2007, naproxen (naprosyn) since 2016 and salbutamol (albuterol) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced migraine ("migraine/headache (worsening)") and headache ("migraine/headache (worsening)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"), 1 year 1 month after insertion of essure. In (B)(6) 2016, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain") and experienced parosmia ("sensitive to smell"). In 2016, the patient experienced menstrual disorder ("hormonal changes describe: changes in menstrual cycle") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the abdominal pain lower, menstruation irregular, dysmenorrhoea, menstrual disorder, nausea, dyspareunia, fatigue, weight increased and parosmia outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, menstruation irregular, migraine, nausea, parosmia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 2-oct-2019: follow up was received. Lot number was added. Social media reporter was added. Aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), skin breakdown and skin discolouration. Patient denies fevers, chills, nausea, vomiting, chest pain, sob or headache. In addition patient denies vaginal bleeding, abdominal discharge or foul smells from the vagina. Previously administered products included for an unreported indication: depo provera in 2008 and patch in 2008. Concurrent conditions included asthma and back injury (pain pills and therapy). Concomitant products included calcium carbonate (oscal) from 2015 to 2016, fexofenadine from 2015 to 2017, fluticasone propionate (flovent) since 2007, naproxen (naprosyn) since 2016, panadeine co (tylenol #3) and salbutamol (albuterol) since 2007. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced migraine ("migraine/headache") and headache ("migraine/headache"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). In 2016, the patient experienced menstrual disorder ("hormonal changes describe: changes in menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain /loss specify which one: weight gain"), abdominal pain ("abdominal pain") and parosmia ("sensitive to smell"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the abdominal pain lower, menstruation irregular, dysmenorrhoea, menstrual disorder, nausea, dyspareunia, fatigue, weight increased and parosmia outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, menstruation irregular, migraine, nausea, parosmia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received, event added: sensitive to smell, concomitant condition added, historical condition added, concomitant drug added, historical drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, menstruation irregular and pelvic pain to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.